Event description:
A hospital nurse-manager reported that the area between the bending section and insertion tube caused a 1 cm linear mucosal laceration to the pt as the scope was withdrawn. There were no complications and treatment was not required.